Event description:
A complete se peripheral stent system, 8 x 40mm, was used to treat a lesion in a pt. It was reported that the stent "jumped prematurely" on deployment and additional stents were required to treat the lesion. The target lesion was a fistula of the cephalic vein and subclavian vein. Pt morphology was reported as not very tortuous and not calcified. It was reported that the distal stent was positioned approximately 3mm inside the subclavian vein, with the remaining stent positioned within the cephalic vein. It was confirmed that the stent deployment began in the subclavian vein, which had a diameter larger than the expanded stent diameter. The stent "jumped" on deployment and implanted in the subclavian vein. An additional complete se (mfg# 2953200-2010-02159) was deployed to treat the lesion but also "jumped" past the lesion. Another brand stent was then deployed successfully in the cephalic vein. Deployment of the other brand stent took place entirely within the target vessel. The pt was well post procedure and no clinical sequelae have been reported. Film review: still images of the location of the stent deployments were provided for review. The images confirmed that the stent deployment was begun in the subclavian vein. As the diameter of the subclavian was much larger than the expanded stent diameter, it would not have been possible for the stent to appose or anchor to the vessel wall. This resulted in the stent jumping forward into the subclavian. The other brand stent was fully deployed in the target vessel (cephalic vein) which had a diameter smaller than the stent allowing the stent to appose the wall and yield accurate stent placement.

Manufacturer narrative:
(B)(4): eval results: off-label use. Complete se approved for use in iliac/biliary indication only. Mal-position of stent. Results and conclusions: contravention of IFU by deployment of stent in vessel with larger diameter than expanded stent diameter.